Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. It was reported that the patient was also undergoing dialysis three times a week. A review of the trend revealed that the shock impedance measurements had fluctuated between 84 and 125 ohms. Boston scientific technical services (ts) discussed how dialysis may affect impedance and that the impedance measurements tend to run high on single coil leads. Additional information obtained indicated that the physician has elected to just monitor the shock impedance measurements at this time. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient was admitted into the hospital for a gi bleed. The device was interrogated and a message to check the shock leads was displayed. The local representative reported that the shock impedance at implant was in the 80 ohm range and the measured impedance at this time was 89 ohms. The shock impedances have been in the 80-125 ohm range. The other lead diagnostic measurements have all been within normal range. Technical services advised doing pocket manipulation to elicit mechanical noise on the hv lead system and to perform a 1.1 joule commanded synched shock followed by delivery of a 41 joule commanded synched shock. Ts also suggested monitoring patient for more evidence of possible hv lead system malfunction. Subsequently, boston scientific received information that this local representative spoke to the device-following clinic. This patient suffered a myocardial infarction (mi) on (B)(6) 2014. During the mi, the device detected the arrhythmia and shock therapy was delivered. The arrhythmia was terminated and the recorded shock impedance was 100 ohms. The patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2014 for a coronary stent placement procedure. Unfortunately, the damage to the patient's heart was significant and the patient died. According to the local representative, there were no allegations against the device or that the use of the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.